Event description:
It was reported the injector and sheath set had no fluid coming out of the injection needle. The event occurred with the item inside the patient, while the patient was not sedated. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.